Manufacturer narrative:
The bur and attachment subject to this investigation were returned to the manufacturer for evaluation. It was visually confirmed that the bur was broken at the top and lower portions. Investigation results on the attachment (5407120950c, serial (B)(4)) had confirmed the bearings were seized with debris, which can potentially lead to bur breakage.

Event description:
It was reported that during service conducted at the manufacturer, a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.